Event description:
The implant failed due to pt bone condition. The implant was placed at #23. One stage. Poor oral hygiene. Unexpected surgical trauma.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.